Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture, diagnosed by ultrasound and MRI, and capsular contracture, baker grade 2. Right side. Device to be explanted.

Event description:
Physician reported rupture and capsular contracture, baker grade 2. Right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and opening on radius. A visual and microscopic analysis was performed which identified: sharp opening, crease fold and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on radius and posterior of opening device assessed as an unidentified (tear) opening.

Event description:
Device explanted.